Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient had oozing at pocket site and it had opened up. The physician explanted the ipg and left the paddle implanted. The patient was given antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.